Event description:
It was reported that the initial procedure was performed on (B)(6) 2011. Patient stated that everything was going well until (B)(6) 2012 when she started feeling ill. The patient reports that she had a test (type of test unknown) on (B)(6) 2012 and the band was noted to be in the correct position. In (B)(6) 2012, she went to the e.r. With abdominal pain. On (B)(6) 2012, she returned to the e.r. As the pain had worsened. She was given 12 pill (name unknown). She was then prescribed a second medication, date not provide, name of medication not provided. On (B)(6) 2013 she was scoped and it was determined that the band had eroded in her stomach. She states that she has never been febrile or experienced any chills. In addition, she states that she has not had any previous port infections. The patient stated that the band has never been at maximum fill. The band has been explanted.

Manufacturer narrative:
(B)(4).

Event description:
Patient reports being in the hospital for most of the month of (B)(6). She was admitted to the hospital on (B)(6) for removal of the band and then had emergency surgery on (B)(6) to repair holes in the stomach is what she was told but she is not exactly sure. She was discharged on (B)(6) and returned to a different hospital on (B)(6) where she was diagnosed with an infection. She was given antibiotics and a drain. The patient scheduled to return for follow up (B)(6) 2013. She is not clear on exactly what was found or why she's had additional procedures. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.